Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) and the patient experienced vault issues. It was reported that the vault resolved on its own, lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: b5:the reporter indicated that a 12.6mm vticm5_12.6 -11.5/+1.0/012 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) and the patient experienced vault issues. It was reported that the vault resolved on its own; lens remains implanted. Reporter stated cause of event was other stating unfortunately we open the box of the lenses. Problem resolved. Attempts to obtain additional information have not been successful. Work order search not required. No patient injury reported. Claim (B)(4).